Manufacturer narrative:
The device was inspected in follow-up of the event. It was found that the diaphragm of the ventilator piston was overaged and that two filters were blocked. The device is 6 years old and was not subject to preventive maintenance so far. There are parts that shall be replaced in regular intervals to prevent from malfunctions during use. Dräger has defined certain material kits to be used for a two-years or three-years maintenance cycle. For example, an aged piston diaphragm can increase the friction which results in a higher motor current which - at the end - may cause an overload of the power supply and a shut-down of automatic ventilation. Dräger finally concludes that the shut-down of automatic ventilation is clearly to be associated to lack of maintenance; some wear-and-tear parts that shall be replaced preventively after 2 or 3 years were never exchanged in the 6 year operation history of the device.

Event description:
It was reported that during use a ventilator failure occurred. No patient injury.